Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the pdm cracking the screen causing the patient to cut themselves and get stitches. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) screen broke while in their purse causing the patient to cut themselves and requiring 7 stitches.